Event description:
Procedure type: lap assist right hemi colectomy. According to the reporter: the staple line and anastamosis looked good. The pt started to bleed post op. Hemoglobin dropped to 71, surgeon states that he believes that this is evidence of a leaking staple line. Pt required transfusion. Two units of blood. No further details can be obtained about this event, the dr has made it clear that he is not interested in giving any more details. The event was only brought to the attention of the sales rep when she saw the dr and asked him if he had any issues and he told her about the event. Pt's status reported as recovered. No lot, no sample.

Manufacturer narrative:
(B)(4)